Event description:
This event was previously reported in MFR report #3004209178200804739. The pt fell and hit her left hip. The implantable neurostimulator moved about 2 inches from its original spot on the pt's lower back to her right hip. About a month and a half after the fall, the pt began experiencing mild shocking and a loss of therapeutic effect in her area of paresthesia. The stimulation sensation was intermittent. The pt was at home at the time of the complaint; her status was reported as 'fair'. The field rep was made aware of the pt's situation. The pt hadn't made an appointment to be seen by the hcp. The pt felt intermittent stimulation. Stimulation was only felt in a "back bend" position. The pt was in fair condition but "in pain". The leads appeared to have malfunctioned. At the time of this report, the hcp had not indicated any plans for surgery. The manufacturer's rep will discuss with the hcp potential options the hcp has reviewed for resolution of the event. Further info received reported that the stimulation did not help the pt's back pain after revision in (B)(6) 2007. The stimulation was in the pt's legs when pain was in the pt's back. It was noted that there was some improvement upon shifting positions which was noted upon examination on (B)(6) 2009. It was also noted that pt position of the pocket was uncomfortable. The device seemed too far later and was uncomfortable. On (B)(6) 2009, the pt underwent surgery. The leads were explanted and the stimulator pocket was moved more medially. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).